Event description:
A hospital in (B)(6) reported that the gas outlet port of an rd900 infant resuscitator was broken off of the device. This was found prior to patient use.

Event description:
A hospital in (B)(6) reported that the gas outlet port of an rd900 infant resuscitator was broken off of the device. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The fascia & valve assembly of the complaint rd900 neopuff device is currently en route to fisher & paykel healthcare (B)(4) for inspection. We will provide a follow up report upon receipt of the complaint sample and completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the fascia & valve assembly from the complaint device was returned to fisher & paykel healthcare (B)(4) for evaluation and visually inspected. Results: visual inspection revealed that gas outlet port was broken off from the manifold. A lot check revealed one other complaint of this type for lot number 060404. Conclusion: it is most likely that the damage to the neopuff gas outlet port was due to impact. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient"